Manufacturer narrative:
Mfg site evaluation: samples received: 1 open unit. There are no previous complaints of this code/batch; (B)(4) units of this product were manufactured and distributed market, there are no units in stock. One used sample has been received, the needle is detached from the thread but no further analysis can be done. Without any closed sample, we cannot carry out a complete investigation. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements.

Manufacturer narrative:
Reported device is not marketed in the united states, however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics w/a medical device registered within the u.s. Are. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Needle detachment on the thread during surgery w/out any force.